Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, unable to be retrieved, chest pain, kidney problems and anxiety". Cook will reopen its investigation if further information is received. Unknown if the reported tilt, unable to be retrieved, chest pain, kidney problems and anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 04/06/2017 as follows: the patient allegedly received the device implant via right internal jugular vein on (B)(6) 2006 as pe prophylaxis prior to bariatric surgery. The patient is alleging tilt, device is unable to be retrieved, chest pain, kidney problems, and anxiety.